Manufacturer narrative:
The model# was not provided. In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
(B)(6) customer called for assistance with her contour next link. During the call she received a control result of 16.9mmol/l. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. Customer was asked to return the test strips for evaluation.